Event description:
Company received a report from a biomedical engineer that the unit did not provide an audio tone at p.o.s.t (power-on-self-test). There was no patient harm.

Event description:
Following the speaker upgrade, the biomed reported that the unit still did not provide an audito tone. There was no pt involvement.